Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) /2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5195645) was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a permanent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.